Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2014 information was received indicating the patient's symptoms were gradual. They had told their wife they were not feeling well in april and it gradually got worse and they were hospitalized because they were very sick. The patient reported their pump was permanently disabled and shut off. It was still implanted. When they had been in the hospital with pneumonia and later developed a blood infection, they were told that the pump was due for a refill, that it was alarming, and that it was time for the battery to deplete. They stated that someone turned it off and they did not remember what office they went into because the sepsis ¿stole some of their memory.¿ the patient was given morphine when they were in the hospital for a couple of weeks to prevent withdrawal. The patient was released from the hospital on (B)(6) 2014. Sometime in the first week of may they had to go back to a pain management fellow who put the patient on lidocaine patches. The patient stated they turned the pump off there.

Manufacturer narrative:
Concomitant medical products: product ID 8709, lot# j10999r29, implanted: (B)(6) 2002, product type: catheter; product ID 8840, serial# unknown, product type: programmer, physician. (B)(4).

Event description:
The patient was trying to find a new doctor as their previous doctor had dropped them. On the date of the report the patient was feeling ¿pretty icky¿. The patient was told to go to the ER when the time came, and there were prescriptions waiting for intravenous dilaudid to try and get him stabilized. The patient was given some morphine pills to take. Their alarm date was (B)(6) 2014, but they had not heard any alarms as of (B)(6) 2014. They listened with a stethoscope but could not hear anything. A nurse in the hospital also listened to the pump with a stethoscope and could hear it turning. The pump contained clonidine, bupivacaine, and dilaudid. A healthcare professional (hcp) reported that the patient had been admitted to the hospital feeling lethargic on (B)(6) 2014. The patient¿s wife indicated that the patient¿s condition had been ongoing for several days. The hcp wanted to check the pump to rule it out as a cause of the patient¿s condition. An hcp reported that an alarm was heard and confirmed by telemetry. An empty reservoir was reached. It was also reported that the low reservoir alarm was on (B)(6) 2014. The hcp wanted to silence the alarm and was not going to fill the pump. The patient was in the process of deciding if they would continue therapy. The patient had been admitted to the hospital from (B)(6) 2014 with sepsis, and reported that it was possible withdrawal symptoms occurred at that time. The patient had 12 months left on the pump. They did not want to fill the pump with saline as there was no hcp to manage the patient. They were to discuss options with the patient. The hcp later indicated that the pump was reprogrammed to minimum rate and say that the reservoir had 40 ml so that the alarms would not go off. The pump was still on.